Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size 4, 9mm insert. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The reported instability was confirmed and determined to be as a result of patient factors. A consulting clinician concluded that the patient's clinical situation was not device-related. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was having instability in her left knee. Dr. (B)(6) removed the size 4, 9mm insert and exchanged it with a size 4, 13mm cs insert. Patient had blt knees done by dr. (B)(6) on (B)(6) 2006.

Event description:
It was reported that the patient was having instability in her left knee. Dr. (B)(6) removed the size 4, 9mm insert and exchanged it with a size 4, 13mm cs insert. Patient had blt knees done by dr. (B)(6) on (B)(6) 2006.